Event description:
Boston scientific received information that during a routine follow-up, this programmer exhibited two fault messages. Boston scientific's internal technical services reviewed the data confirming on error had been generated due to timing anomaly during interrogation. While the second was due to intermittent telemetry in conjunction with the system attempting to re-identify the implanted device. Following programmer reset, the unit was functioning correctly with no further complications reported. No resulting adverse pt effects. Engineers to monitor field observations for software release improvements.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.